Event description:
It was reported the patient fell sometime ago. Since then, the patient indicated the stimulation was intermittent and fading with a loss of therapeutic effect. The patient has had multiple reprogramming sessions, but continued to have difficulties. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.